Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd879916 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the peritonitis was use error poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of a patient who made a mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag, and extraneal viaflex therapies for peritoneal dialysis (pd). During a call to baxter customer service, the following was reported. On an unknown date, the patient made a mistake/touch contamination, which resulted in peritonitis. The patient did not require hospitalization. Treatment was not reported. On an unreported date, the patient had recovered. The outcome of the event of made mistake/touch contamination was not reported. Dianeal and extraneal therapies were ongoing. The reporter did not provide an opinion of causality.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.